Manufacturer narrative:
The insulin pump was received with no button response due to flattened and creased dome switches on the escape and act buttons also, unable to perform the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. The keypad connector on the lcd board was locked. The insulin pump had small cracks on the battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was taken to the hospital by ems on (B)(6) 2016. The patient got home from a stress test and had a blood glucose of 425 mg/dl, ate food and took insulin and slept, and woke up with a blood glucose exceeding 600 mg/dl. The patient was taken to the hospital and placed on insulin drip. Then she was returned to insulin pump therapy. Additionally, the customer had an intermittently unresponsive keypad. The insulin pump will be returned for analysis.